Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl despite multiple boluses totaling 3 to 4 units while wearing the pod for less than 24 hours. The pod was reportedly not sticking well to the infusion site (hip/buttocks), causing the cannula to dislodge. The pod leaking insulin during wear was also reported. When removed from the infusion site, the pod's cannula was found bent. As treatment, multiple daily injections (mdi) were administered.